Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer cleaned the speaker holes and cleared the alarm. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 163 mg/dl.